Event description:
Per maude event report (B)(4) submitted by the pt dated (B)(6) 2011. The pt was given an atrium mesh in 2005 and came out of anesthesia with excruciating pain that didn't stop. He was readmitted to the hospital in less than two weeks with a fever of 106 and he was paralyzed from the waist down. Pt stated he was given a battery of tests and finally told that they didn't know why he was paralyzed but that he had a (B)(6) infection. He was treated with vancomycin and another heavy hitter i.v. Dates of use 2005 - 2011.

Manufacturer narrative:
Due to the limited info provided, an evaluation of the described event is impossible. The type of mesh and lot number were not identified by the reporter. Mesh complaints were reviewed and no similar events have been reported.